Event description:
The customer reported to customer service that, when the transformer was plugged into the wall, there was a popping sound when the pump was turned on and the pump did not turn on. She stated something came out of the plug and landed on the rug, and the plug part of the power adapter was melted. No fire was observed; no injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with the customer on (B)(6) 2012, she confirmed no smoke, fire, or sparking was observed, but the entire outer casing, where the screws were, broke off from being melted and cracked. She confirmed the inner electronics were exposed. She has not shipped out the original product for evaluation yet. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 10m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.